Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred on 29-jun-2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was the abdomen. Patient also experienced high blood glucose level. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump and mdi for the treatment. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final (B)(4). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.